Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 5.9 mmol/l. Customer stated that he does not sleep well because off alarm and then he needs to rewind pump. Selftest was done and a hardware low level failures alarm displayed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed the displacement test. The pump alarmed trace pointers are invalid, history pointers failed, and post-reset ram crc alarm immediately after battery installation, power supply test failed during self-test. During self test, and power error detected alarm is found in the downloaded traces due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board the pump was monitored and is functioned properly. No unexpected pump error alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.